Manufacturer narrative:
One (1) 6fr angio-seal device was returned for product evaluation. The returned device included the locator, hemostasis sheath and packaging. The sheath was confirmed to have been manufactured in terumo puerto rico and cap was confirmed to have been manufactured in tmc elkton. The device was visually inspected and found to have been in used condition. Upon visual and microscopic inspection, the mating features of the locator were found to be deformed. The mating area on the cap was found to have no damage. Upon visual inspection however, the parting line geometry in the thru hole was slightly different from previously manufactured caps from a different vendor. Due to plastic deformation on both parts as function of use, no dimensional measurements were able to be accurately taken. Functional testing was performed by attempting to connect and disconnect the locator and hemostasis sheath. The components were connected and disconnected multiple times and the locator sheath connection was found to be loose. Component connection appeared to have been impaired as component separation was able to be achieved with minimal force. The complaint was able to be confirmed for a sheath and locator connection issue with likely root cause stemming from the manufacturing process. See corrective and preventative action (CAPA) for additional information concerning the root cause and corrections. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Non-conformances reports (ncr) and been noted for this issue in the past 12 months.

Manufacturer narrative:
A1: patient identifier: requested, not available due to hospital policy. A2: age & date of birth: requested, not available due to hospital policy. A3: patient sex: requested, not available due to hospital policy. A4: weight: requested, not available due to hospital policy. A5: ethnicity: requested, not available due to hospital policy. A6: race: requested, not available due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: supply chain. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal device sheath/dilator would not lock into place. Manual compression was used on these cases instead of using another angio-seal. The event occurred intra-operative. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. Additional information was received 28 nov 2023: the procedure being performed was a diagnostic ir using a 6fr sheath. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. The dilator would not lock into place. There was no blood loss. The patient is in stable condition. No concomitant medical products used with the angio-seal. The user had difficulty inserting the locator into the hub. The user didn't successfully insert and lock the locator in the hub. There was no audible click on matin and no tactile feedback after mating. The user was unable to mate the locator with the hub after multiple tries. The locator didn't separate after mating with the hub. The locator was too loose and failed to stay in place.